Event description:
It was reported that a pump did not infuse 0.9% normal saline to a pt. The device was programmed to deliver 1000ml of fluid at 125ml/hr. It was observed that blood traveled approx 3 inches up the IV line, and no medication was infused. The user confirmed that no clamps were closed and that the IV container was not replaced. It was also reported that there was "initial resistance" when trying to deliver medication through the lowest IV set port. The infusion utilized baxter IV set 2c8541s.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. Upstream occlusion and downstream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing. The unit also passed add'l upstream occlusion and downstream occlusion tests per (B)(4). Additionally, a flow rate test was performed per the sigma preventive maintenance procedure with the unit passing. Review of the device history log shows that at the suspected start of the infusion, an upstream occlusion alarm occurred, followed by a set unload/reload sequence.